Manufacturer narrative:
Per internal review on 3-oct-2024, it was identified that the d4 primary UDI number was mistakenly omitted from the previous supplemental report. The d4 primary UDI number has been updated to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-sep-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve of the vizigo sheath was defective. Blood leakage from the hemostatic valve was observed, and flushing made the blood leakage worse. The issue was observed after the sheath placement was completed and before the catheter insertion. No air entered the patient's body. No hemostatic valve damage or other physical/visible sheath damage was noted. The issue was resolved by replacing the vizigo sheath to another new one. After that, the procedure was successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. Device history record was performed for the finished device 00002605 number, and no internal actions related to the reported complaint condition were identified. The hemostatic leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve of the vizigo sheath was defective. Blood leakage from the hemostatic valve was observed, and flushing made the blood leakage worse. The issue was observed after the sheath placement was completed and before the catheter insertion. No air entered the patient's body. No hemostatic valve damage or other physical/visible sheath damage was noted. The issue was resolved by replacing the vizigo sheath to another new one. After that, the procedure was successfully completed. No patient consequences were reported.